Event description:
It was reported that the patient had an issue with an open circuit on electrode 0. The patient was feeling shocking and jolting. It was noted that the patient was able to make the shocking and jolting go away by moving her head into different positions but was unable to define the exact location of the shocking, it was felt in the head and shoulder. Impedance values with 0 paired to all other electrodes including case were high, in the 20,000 range which had increased over time to greater than 40,000. Both the battery and the extension had been replaced about a month prior to the date of this report in attempts to correct the impedance and shocking issue. Following replacement the open circuit had remained, so the lead was replaced on (B)(6) 2014. Impedances on 0 electrode remained out of range at greater than 40,000 after the lead replacement, which were tested intra-operatively. The lead was disconnected from the extension and alligator clips were used to test the 0 electrode and lead impedance was 1020ohms. There was a clear insulation breach on the lead body and it had appeared to be located where the lead would have been contact with the stimloc. The explanted lead would be returned for analysis. Programming had yet to be performed so it was unknown if the patient was receiving effective therapy. Reference manufacturer¿s report number: 3004209178-2014-17103 for information previously reported regarding the patient¿s previous system that was implanted when the issue had originated.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID neu_unknown_lead, serial# unknown, implanted: 2014 (B)(6); product type lead product ID 3550-29, serial# unknown; product type accessory product ID 64001, lot# n237219, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type adapter product ID 3387s-40, lot# v063294, implanted: 2007 (B)(6); product type lead product ID neu_stimloc_acc; product type accessory product ID 37612, serial# (B)(4), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v063294, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type extension. Analysis of the lead found no significant anomalies, the lead body was segmented.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, serial# unknown, product type: accessory. Product ID: 64001, lot# n237219, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: adapter. Product ID: 3387s-40, lot# v063294, implanted: (B)(6) 2007, product type: lead. Product ID: 37612, serial# (B)(4), explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. (B)(4).